Event description:
It was reported that the patient with this artificial urinary sphincter was having a hernia repair. The pressure regulatory balloon was removed and replaced. No further patient complications were reported.